Manufacturer narrative:
Calibration and controls were acceptable. There is no indication of a reagent or instrument performance issue. The field service engineer could not determine a cause. The pipetting movements of the analyzer were checked. Performance testing was run. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+b on a cobas e411 rack. The sample initially resulted in a hcg+b value of < 0.1 miu/ml with a data flag. A physician questioned the result because it did not match the patient's clinical picture. The sample was repeated, resulting in an hcg+b value of 1484 miu/ml. The repeat value was deemed correct.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(4). Calibration and controls were acceptable. There was no indication of a reagent or instrument performance issue. The field service engineer found no errors. The pipetting movements were checked. Performance testing was run. The investigation is ongoing.